Event description:
It was reported that the sales representative was trying to program this cardiac resynchronization therapy defibrillator (crt-d) to magnetic resonance (mr) mode however, is getting that the left ventricular (lv) pacing impedances are out-of-range (oor). The sales representative confirmed that the oor impedances are on the other vectors and the current programmed vector has normal impedances. Additionally, it was noted that thresholds are chronically high. Technical services ts) discussed considerations and risks of magnetic resonance imaging (MRI). At this time, the device and lead remains in service. No adverse patient effects were reported.